Event description:
PICC found to be leaking at catheter hub site. Clinician attempted to remove line at that time. Resistance felt and warm compress applied to patient for one hour. The second attempt caused PICC line to snap leaving 1cm above skin line. The third attempt caused the second line to snap leaving a section inside the patient. The remaining line was surgically retrieved the next day. Patient stable.====================== health professional's impression======================device failed to pull out with minimal force.====================== manufacturer response for peripherally inserted central catheter (PICC), l-cath======================manufacturer provided ref#58290 and sent pre-packaged mailer to have PICC returned for evaluation.